Event description:
Reporter alleges he had his small toe on his right leg amputated on the (B)(6) 2017; 9 days after that, he woke up to use his urinal and noticed his toe was bleeding. He called the nurse who changed the wound vac to another one and the bleeding did not stop. The nurse called the hospital and advised he goes to the emergency room. The wound vac was removed and the bleeding still did not stop. The dr was called in who cauterized the area to stop the bleeding. Reporter believes the wound vac was responsible for the bleeding.